Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter damage was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a catheter, and catheter tray, for a 4fr s/l powerpicc solo. Gross visual evaluation of the sample confirmed that the catheter had been pressed into the inner tray lip. The outer tray seal was not affected and adhesive seal transfer was found to be uniform throughout the tray. From the observed damage, it appeared that the catheter was out of the tray slot and had been pressed into the slot lip during the sealing process. A lot history review (lhr) of reav1250 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on 12/8/2017, that the PICC was sealed in the seal of the packaging. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reav1250 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported on (B)(6) 2017, that the PICC was sealed in the seal of the packaging. There was no reported patient injury.